Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge and required frequent charging. As a result, the patient was unable to maintain adequate pain relief. The patient subsequently underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.